Event description:
Boston scientific received information that the patient implanted with this device system was presented in the emergency room (ER) with chest pain and a beeping device. Upon device interrogation, it was noted that the patient had recently received a shock. Additionally, a shorted lead condition with less than 20 ohms impedance measurements was noted on the right ventricular (rv) lead. Daily measurements had displayed a downward trend of pacing impedance measurements, however, shock lead impedance measurements had been stable, with the exeption of the delivered shock of less than 20 ohms. The shock electrogram displayed noise on the lead. The device delivered one inappropriate shock and multiple anti-tachycardia pacing (atp) as a result of the noise. Technical services was consulted and recommended device and rv lead replacement. A revision procedure was performed and the physician was unable to explant the rv lead, due to the screw not retracting. The physician was unable to gain access for a new lead. The patient was reportedly hospitalized on telemetry with external patches. A second revision procedure was then rescheduled.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the lead was explanted and returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 34 cm from the is-1 pin, with the proximal segment only returned. Setscrew marks were noted on all terminal connectors, with drag marks noted on the is-1 terminal ring. Further testing confirmed the lead to be electrically continuous.